Event description:
An ophthalmic surgeon reported occlusion of a handpiece during phacoemulsification (phaco) quadrant removal. The occlusion could not be resolved using suction and sterile water, therefore a new tip was used. The reported event was better with the new tip, however the new tip was not tuned and afterwards there was no phaco. Subsequently they had to increase the phaco power to solve the problem. The procedure was completed, but the surgeon felt that the procedure took longer than usual and that as a result, the patient will have a longer recovery. The surgeon is not willing to provide additional information.

Manufacturer narrative:
There was no occlusion in the handpiece but rather in the handpiece tip. The customer did not follow the handpiece direction of use (dfu) and used the unturned hand piece, which created some complications during the surgery. The customer suspected that the patient might have more edema postoperatively; however, actual occurrence of edema has not been reported and the customer refused to provide any further information related to this reported event. The clinical information was reviewed by a company clinical analyst, who stated the following: because the reported occlusion was remedied after changing of the phaco tip, it can be concluded that the reported event was not related to the phaco handpiece, but rather the phaco tip. In conclusion, the action of continuing with surgery with an un-tuned phaco tip is contrary to the directions for use (dfu). All phaco tips are 100% visually inspected by trained operators at the end of the manufacturing process prior to release of the product. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).